Manufacturer narrative:
Company rep modified and tuned antenna system which resolved the issue.

Event description:
Customer reported interference on the panorama central station which may have affected ambulatory telemetry monitoring. No patient injury was reported.